Event description:
Surgery date: 2001. During surgery, tip of instrument broke off and a 1mm piece remains in the patient's bone as the surgeon was unable to remove it. Surgery was completed without further incident.